Manufacturer narrative:
Reference report # 3004822415-2013-00003.

Event description:
The alleged incident occurred on (B)(6) 2013, and involved a subject companion 41 (sn (B)(4)) stationary liquid oxygen unit and a subject companion 500 (sn (B)(4)) portable liquid oxygen unit. The alleged incident was reported by (B)(6) home care distributor. The alleged incident description is the following: the patient suffered burns on his face from the cannula (not a liquid oxygen burn), (B)(6) home care distributor doesn't have any information on how exactly it happened. Police discovered, possible improper handling of an asthma-spray near a burning candle might have caused the incident, but it could have been patient smoking while using the equipment. (B)(6) home care distributor confirmed that patient training has been initially carried out. The patient had been warned in the past not to smoke whilst using the equipment. All units have the needed warning labels; including "no smoking", (B)(6) home care distributor states that the incident was caused by patient's misuse, no fault of the subject companion 41 or the subject companion 500.